Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported the reported thermal event. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2023. The patient reports that their omnipod personal diabetes manager (pdm) had been stolen. Due to this the patient was using multiple daily doses of insulin but missed insulin doses which directly led to the hospitalization. Symptoms reported include dka, lethargy, nausea, vomiting, and loss of consciousness. The patient was treated with IV fluids. The patient was released on (B)(6) 2023. The patient was not wearing pod during event.